Event description:
This is filed to report the recurrent mitral regurgitation (mr) and partial clip detachment from the posterior leaflet. It was reported that the patient underwent a mitraclip procedure a year and a half ago to treat mitral regurgitation (mr). One mitraclip was successfully implanted reducing the mr. However, the patient has returned to the hospital and transesophageal echocardiogram (tee) performed on (B)(6) 2022 revealed increased mr. It appears that the clip is partially detached from the posterior leaflet, but still attached to the chordae. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI number is not known as the part and lot number were not provided. Implant/explant date: estimated date.

Manufacturer narrative:
The device was not returned for analysis. The lot history record review and lot specific similar complaint review were not performed as this complaint was based on a study, and no device/lot information was provided by the hospital. Based on the available information, a cause for the reported partial clip movement could not be determined. The reported mitral regurgitation (mr) appears to be a cascading event of the partial clip movement. Additionally, mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.